Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the faulty latch assembly. The field service engineer replaced the latch assembly and tightened the crimp connections on the micro switches to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.

Event description:
It was reported when using the pyxis medstation es system that it had a remote manager failure, unable to open. The customer reported issue that occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this incident.